Event description:
It was reported that the patient had complained of a recent fall. Following the fall, the patient's device had problems with impedances. The #3 electrode was open and the lead tails were switched when they were plugged into the device, but had not been switched on the programmer. The #3 electrode was reprogrammed around it. The patient had better coverage in the back following reprogramming. The manufacturer's representative was unable to switch the tails on the programmer at the time of reprogramming.

Manufacturer narrative:
(B) (4).